Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that after blousing the meter, the meter emitted a communication error regarding the pump and meter being out of range. After the meter was within range, the insulin sensitivity factor had reset to default. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/27/2014-device evaluation:the pump and meter have been returned and evaluated by product analysis on 02/11/2014 with the following findings:a review of the meter¿s records showed no activity related to the complaint. The pump¿s settings verified that the insulin sensitivity factory was 1u:350mg/dl. A bolus was performed from the meter and the meter was then moved out of range during the bolus. The insulin sensitivity factor did not change. The complaint could not be duplicated or verified during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.